Manufacturer narrative:
The device was received by nuvasive and the complaint was confirmed to have several pin breaks. Examination of the returned mlx cage found the two long pins sheared clean off at both ends as well as the keyed pin and cap were literally torn apart allowing the entire cage to disassemble, all parts were accounted for. The involved rep no longer worked for nuvasive so no additional information could be gained in relation to what took place to cause this type of sever damage. The root cause of the event is unknown although engineering and complaint review suggest anatomical obstruction during impaction combined with excessive force as likely cause or contributors of the observed physical damage. No additional investigation can be completed. Manufacturing review: review of the device history record notes no material non-conformance¿s, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...exercise caution when placing the implant, as improper discectomy or endplate surface irregularities could result in resistance during implant expansion. To prevent damage, perform a thorough discectomy and do not apply excessive torque to the implant..." "Pre-operative warnings...3. Care should be used in the handling and storage of the mlx implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the mlx implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the mlx implants if there is any evidence of damage...5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at (B)(6). You may also email: (B)(6).

Event description:
New or updated information listed on section h10.

Event description:
It was reported that during a procedure, the implant fractured completely through two of the joints. The broken pieces were retrieved. There was no reported adverse impact to the patient, user, or procedure. No additional information is available.

Manufacturer narrative:
The device has been received and is pending evaluation. Upon completion of the investigation or if any relevant, additional information is received, a supplemental report will be filed.